Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the springs were worn and ball bearings are missing on the shim.

Manufacturer narrative:
Persona articular surface provisional (tasp) shim was returned for inspection. Visual inspection confirmed that the instrument is missing the two ball bearings and the two associated springs. Scuffs marks were noticed on both the superior and inferior surfaces around the central notch, and the product is discolored. Dimensions were found conforming to print specifications where measured. This device is used for treatment. The product lot was manufactured on apr 18, 2013 and has therefore been in the field for approximately 33 months. It is unknown how many times the device was used prior to presenting the issue. Corrective and preventive action investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014, which contained all tasp shim lots.